Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation papers received. Papers allege patient suffers from pain, numbness, cramping discomfort, stiffness and implant popping out of place. Patient also has elevated metal ion levels in her blood. Update 5/21/12 - plaintiff¿s preliminary disclosure form was received, which identified (part/lot) information for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 24 nov 2014 - der rcvd. Updated surgeon and sales rep details, dor and expiry dates for all products. Reason for revision: pain, discomfort, dark gray tissue staining, and corrosion. Added stem and sleeve.